Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that fluid leaked from the liberty cycler set to the point that the cycler sets were replaced. Upon follow up, it was determined the patient was not able to complete treatment on the day of the reported event. The fluid leak occurred during a dwell cycle and the cycler stopped. The patient and on-call nurse canceled the treatment and fluid was found in the pump module and on the cassette after opening the cassette door. Technical support mentioned they would ship a case of cycler sets for the patient to replace the case were the cassette from the fluid leak came from. The patient has continued to complete treatments on the cycler without issues using different cassettes. There was no patient harm or medical intervention required for the reported fluid leak. There was no sample available for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that fluid leaked from the liberty cycler set to the point that the cycler sets were replaced. Upon follow up, it was determined the patient was not able to complete treatment on the day of the reported event. The fluid leak occurred during a dwell cycle and the cycler stopped. The patient and on-call nurse canceled the treatment and fluid was found in the pump module and on the cassette after opening the cassette door. Technical support mentioned they would ship a case of cycler sets for the patient to replace the case were the cassette from the fluid leak came from. The patient has continued to complete treatments on the cycler without issues using different cassettes. There was no patient harm or medical intervention required for the reported fluid leak. There was no sample available for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that fluid leaked from the liberty cycler set to the point that the cycler was replaced. Upon follow up, it was determined the patient was not able to complete treatment on the day of the reported event. The fluid leak occurred during a dwell cycle and the cycler stopped. The patient and on-call nurse canceled the treatment and fluid was found in the pump module and on the cassette after opening the cassette door. Technical support mentioned they would ship a case of cycler sets for the patient to replace the case were the cassette from the fluid leak came from. The patient has continued to complete treatments on the cycler without issues using different cassettes. There was no patient harm or medical intervention required for the reported fluid leak. There was no sample available for a physical evaluation.